Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to contamination on the distribution node (dn) pca. There was contamination on j702, j703, & j704 components of dn pca board. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged belt. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.